Event description:
It was reported that the ilet did not charge when placed on the original charger, with a flashing indicator observed earlier, and the battery continued to deplete while docked reporting a blood glucose of 583 mg/dl during the event. A replacement charger was sent and subsequently confirmed to charge the device properly, indicating a charging problem associated with the battery charger component. Investigation included communication with the user, analysis of user-provided information and synced logs. Investigation of this case revealed a power source problem consistent with a charging failure traced to the charger component. Symptoms included urinary frequency and nausea associated with hyperglycemia reported. Outcomes included administration of subcutaneous long-acting insulin via pen and the user moving to backup therapy with guidance to avoid reconnecting for 24 hours after long-acting insulin. It was concluded, based on previously established findings for similar reports, that the cause was component failure.